Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.03" from the base. The broken piece was not returned. Cracked or broken blades are triggered by inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of this failure mode are typically attributed to mishandling/misuse. Additional observations not reported by site were also identified. The instrument was found to have a teflon pad damage on the clamp arm. There appeared to be no material missing. The root cause of this failure is typically attributed to mishandling/misuse. The complaint regarding a fractured blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
Based on the claim against the product by the customer noting a fractured blade, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image is consistent with the instrument having a fractured blade. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a fractured blade that fell inside the patient. The fractured part was completely removed, and no fragment remained in the patient. The procedure was completed using a backup harmonic ace. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was removed by the assistant using a laparoscopic grasping forceps. There was confirmed to only be one fragment. There was no need for post-operative tests. The surgeon believed it was not artificial damage. The instrument was used for a quarter of an hour prior to the issue. The instrument was inspected prior to use with nothing out of the ordinary noted. The instrument was being used for dissecting when the issue occurred. The surgeon did not notice any functionality issues with the instrument prior to the issue. The instrument did not collide with any other instruments or hard materials. There was no resistance and no damage when the instrument was removed during the procedure prior to the breakage.